Event description:
It was reported that the patient underwent a revision surgery due to pain. The implanted stem and head components were removed and replaced. No further patient complications have been reported in relation to this event.